Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection. It was further noted that an atrial tachycardia was detected by the device as a ventricular tachycardia and treated. The device remains in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead, (B)(6) 2007; 5072, implantable pacing lead, (B)(6) 2007. (B)(4).